Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As received, the battery pack connector was damaged. The cause for the damaged connector is due to pins being bent. The root cause for the bent pins cannot be positively identified, but is likely due to excessive force when inserting the batteries into the monitor. No adverse event resulted from the defective battery. The pt was issued a replacement battery.

Event description:
A review of service data detected a reportable event. During servicing battery pack sn (B)(4) was found to have a damaged connector. The last pt to use this battery pack did not report any deficiencies.